Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reverting to the settings mode when attempting to test her blood glucose. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter issue began on (B)(6) 2017 at 9:30 am. The patient manages her diabetes with self-adjusted insulin. During the follow-up call, the patient confirmed she did not make any changes to her usual diabetes management regimen when she was unable to test due to the alleged issue. The patient stated that around 2 and a half hours after the alleged issue began she developed symptoms of ¿nervousness¿ followed by ¿shaking and nausea¿. The patient was unable to confirm if she associated the symptoms with high or low blood glucose. In response to the symptoms, the patient claimed she took water. The patient denied receiving any additional treatment. The patient attributed the onset of the symptoms to being unable to obtain a reading on the subject meter. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no misuse of the device. The csr noted the alleged issue occurred after recharging the battery. The csr walked through resolving the issue and the alleged issue was resolved. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.